Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: pb1018 valve, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the elective replacement indicator was triggered for the device. Premature battery depletion was suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.